Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. Prior to the event, the customer reported getting battery out limit alarms. Troubleshooting was performed, and the alarms continued, followed by a blank display. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.